Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-01605.

Event description:
The patient was undergoing a coil embolization procedure of the splenic collaterals using ruby coil lps, lp system detachment handle (handle) and, non-penumbra microcatheter. During the procedure, the physician advanced a ruby coil lp into the vessel and attempted to detach it using a handle; however, the ruby coil lp failed to detach. It was reported that the handle clicked but the ruby coil did not detach. The physician then made another attempt to detach the ruby coil lp using the handle, but the same issue occurred. Therefore, the handle was removed. The procedure was completed using a new handle, the same ruby coil lp and additional ruby coil lps. There was no report of an adverse effect to the patient.